Event description:
This lead was reported to demonstrate noise and will be revised. There are no adverse events reported for this pt. (B)(6) 2012 - as of today, all available info suggests this lead remains implanted.